Event description:
Pt reported a hospitalization which she feels was due to the device. On tuesday, (B)(6) 2010, she went home sick and then around 7-8:00 pm she got up about 4-8 times to check her blood glucose, which read from over 400 mg/dl to "high" (>500 mg/dl). She kept the device on, but by the next morning she still felt ill, so she removed the device and gave a manuel injection of 20.0 units of insulin, then another 25 units (these were over a several hour period). She gave the injections 3-4 hours to work and then went to hospital. She was put on saline first, then at approximately 3:00 pm on wednesday (B)(6) 2010 was put on an insulin drip which she was on until thursday night. She was on the afternoon of friday (B)(6) 2010.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the pt's hyperglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "if you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and to treat hyperglycemia "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."